Manufacturer narrative:
Calibration data is slightly high, but acceptable. Qc recovery is within acceptable range. A reagent issue is not indicated. The service engineer performed adjustments to the instrument which resolved the issue at the customer site. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable roche diagnostics cobas elecsys anti-tpo and elecsys ft4 assay results for 1 patient sample on a cobas 6000 e 801 module. Of the data provided, there was only a discrepant ft4 result. The initial ft4 result was 18.8 pmol/l and the repeat result was 29.2 pmol/l. The repeat result was deemed to be correct. There was no allegation of an adverse event. No erroneous results were reported outside of the laboratory. The ft4 reagent lot number was 30320301 with an expiration date of 30-apr-2019.